Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller understood and acknowledged.